Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that during preparation when pulling the stylet from the end of the 4.0 x 15 rx vision stent delivery system, slight resistance was met and the stent became dislodged, still remaining on the stylet. The device was not used and there was no patient involvement. Afterwards the physician manipulated and inflated the device on the table for troubleshooting purposes. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to remove could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during preparation when pulling the stylet from the end of the delivery system, slight resistance was met and the stent became dislodged, still remaining on the stylet. The device was not used and there was no patient involvement. Afterwards the physician manipulated and inflated the device on the table for troubleshooting purposes. There were no adverse patient effects and no clinically significant delay in the procedure. Additional information was received confirming that the physician handled the device with bloodied gloves, the device never entered the patient, and the physician never troubleshooted/inflated the device once outside the anatomy. No additional information was provided.